Manufacturer narrative:
This medwatch report was inadvertently submitted. Reported issue was addressed in regulatory report #8020893-2017-00555.

Manufacturer narrative:
The service engineer evaluated the ventilator and confirmed the customer reported condition. To resolve the condition, the graphic user interface (gui) printed circuit board assembly (pcba) and backlight inverter printed circuit boards (pcbs). The ventilator passed performance verification tests, short self-testing, and extended self-testing.

Event description:
It was reported that the ventilator's display was blank. The ventilator was not on a patient at the time of the event.